Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and headaches. It was reported that the patient's ins started moving towards the surface of their skin so their healthcare provider removed the ins, revised the pocket, and implanted a new ins on (B)(6) 2013. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.